Manufacturer narrative:
An investigation is currently underway. Upon completion, results will be forwarded.

Event description:
It was reported to tyco healthcare/kendall in 2007, that hydrogel adhesive was releasing from the silver chloride of the pad and sticking to the release liner is small patches resulting in no medium between the pad and the patient's skin. Patient was mildly burned during one defibrillation. Skin was burned at defibrillation pad site, approx 1 1/2" area was affected. Intraoperative defibrillation: 200 joules at 1410, 1424, 1439, 1517, 1518, 1520, 1521, 1532 x2. Total of 9 times. Silverdene cream was applied.